Event description:
Customer reports to have been hospitalized with high blood glucose of 560 mg/dl, date not given. Customer was hospitalize for ketoacidosis and was treated with insulin intravenous drip. Customer declined troubleshooting of insulin pump but states that he experienced a no delivery alarm and air bubbles but was able to solve issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).